Manufacturer narrative:
Product analysis: analysis was able to confirm the reported programmer error messages. Analysis also noted there was a deviation between the stylus and the cursor on the screen, the upper bullets were worn, the handle update was broken, the link electronic module (lem) board failed during functional testing, and the space bar from the keyboard was torn out. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a "serious programmer problem" error message. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.